Event description:
It was reported that a s3 error code occurred. No additional information was provided.

Manufacturer narrative:
Patient involvement was requested, information not yet provided. Related MFR # 3003306248-2023-01921. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review manufacture¿s investigation conclusion: the centrimag 2nd generation primary console (serial number (B)(6) was returned and evaluated at the service depot following the reported event of an s3 alarm active. During the evaluation, the returned console and motor were connected to a mock test loop and a log file was downloaded. The submitted log file contained events spanning approximately 8 days (26mar2023, 27mar2023, 30mar2023, 03apr2023, 11apr2023, 13apr2023, 14apr2023, and 28apr2023 per the timestamp). The log file captured an atypical s3 alarm active on (B)(6) 2023 at 18:59:13 due to a sf_lmc_motor_iic sub fault flag. The alarm was muted at 18:59:29 but did not clear. During testing at the service depot, an s3 alarm became active, confirming the reported event. The returned motor and console were then separated and connected to their own independent test loops. While the motor was connected to its separate mock loop, an s3 alarm was immediately active, confirming that the motor was at fault. The console was able to operate independently as intended with no alarms observed during operation. The reported event could not be correlated to an issue with the console as the root cause of the reported event was determined to be an issue with the returned motor cable. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer tried to clear the alarm, but it continued to present itself. The console and motor were exchanged, resolving the alarms. There was no adverse patient impact related to swapping out the console and motor.